Manufacturer narrative:
Evaluation of a health risk assessment associated with a product performance issue trend indicated both severity and occurrence indices were exceeding designated reporting thresholds. No additional information is available at this time. If additional information becomes available, this event will be updated. As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
Boston scientific crm received information that during a colonoscopy procedure, this pacemaker exhibited high rate pacing from 110-115ppm. Following the procedure, this device continued to exhibit high rates up to 130ppm for 10-15 minutes. Technical services discussed the high rates being due to interaction between the minute ventilation feature and surrounding medical equipment. Once the heart rate monitor was removed, the patient's heart rate returned to 78bpm. No serious adverse patient effects were reported. New information became available that this device has been explanted and replaced.